Event description:
New information noted an additional instance of myopotential oversensing.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing that resulted in pacing inhibition. The device will continue to be monitored. The patient was stable and asymptomatic.